Manufacturer narrative:
The cobas pro c 503 analytical unit was with a serial number of (B)(6). On the day of the event, the alarm trace showed several alarms including abnormal aspiration and sample short alarms. The field service enginer (fse) checked the gauge pressure and the probe adjustments. The fse adjusted the main water pressure to the recommended specification. The fse checked the instrument and did not find any hardware issues. Calibration and qc were performed and they were acceptable after running the new reagent pack. Precision studies were performed and they were within specifications. The service actions done by the fse resolved the issue. H3 other text.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with creatinine (creaj2) assay on a cobas pro c 503 analytical unit compared to a different analyzer. Sample 1: initial result: 1.5 mg/dl, rerun result: 0.86 mg/dl. Sample 2: initial result: 1.21 mg/dl, rerun result: 0.8 mg/dl. The physician questioned the initial results. The repeat results were deemed to be correct.